Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during suturing, the needle came off the thread. Operating time not extended.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The suture was observed to be within the swage. Upon microscopic inspection of the needle, instrument marks were observed on the swage. The needle was broken at the swaged end and received separate from the suture. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.